Event description:
Information received from our (B)(6) affiliate. This information indicates a patient (pt) experienced a corneal ulcer (cu) in the right eye while wearing acuvue oasys contact lenses (cl). The pt wore the lenses as daily wear, the replacement schedule is unknown. The pt used renu solution to clean/disinfect lenses. The pt had worn acuvue oasys lenses for six months. After eight days of use "the eye was red with secretion and with sensation of sand". The report stated that the injury occurred on (B)(6) 2012 and that the pt went to a doctor on (B)(6) 2012. He/she was diagnosed with an infectious corneal ulcer that was peripherally located. The size of the ulcer was not indicated. He/she was treated with zymar, one drop every two hours and optive one drop every four hours for one week. The report stated that "the patient has been examined after the treatment and the issue has been resolved".

Manufacturer narrative:
The suspect product was requested but not received. A device history review was performed. Lot l001kj1 was produced under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. Device not returned. No conclusion can be drawn.